Event description:
It was reported that during a bunion and hammertoe procedure, the metal tip of the pin broke in the dip joint leaving the pin buried in bone; it was not able to be retrieved. An incision was made at the tip of the toe and wire cutters were utilized to remove a portion of the protruding tip. The procedure was completed. Patient's bone quality was reported as hard. There was no pre-drilling of the pilot hole reported. No further patient or event information was provided at the time this event was reported.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment.the device was requested for evaluation but the customer reported the item will not be returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record revealed nothing relevant to this event.based on the information provided, the most likely cause(s) of this type of event include not pre-drilling the pilot hole when hard bone is encountered, exposing too much of the pin in the driver during insertion, and/or over-flexing the device during use. The device directions for use state to seat the trim-it spin pin in the pin driver no further than 1cm past the back of the metal tip.this is the second complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.